Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, there were no complications during the procedure. During a follow up medical appointment on (B)(6) 2010, no patient complications were reported. No evidence of erosion was present and the patient had excellent bladder control. The patient has not been seen since the (B)(6) 2010 appointment. All other information is unknown and unavailable.